Event description:
The complainant reported a 93-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was noted that the patient began to develop limb ischemia on the impella side. The cause for the ischemia was subsequently found to be an occlusion within the sheath in the right femoral artery. The pump was explanted as a result of the ischemia and the patient¿s condition improved.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that the root cause of the leg ischemia was determined to be patient condition as the patient had calcified vessels. The failure mode will be monitored and trended.